Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible interbody subsidence approximately (B)(6) post-op. Patient has not been revised.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the interbody remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The subsidence was reportedly accompanied by a small fracture of the anterior wall of the adjacent vertebral body. Partial ossification of the fusion site was reported. No revision was deemed necessary.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible interbody subsidence approximately 9 months post-op. Patient has not been revised.